Manufacturer narrative:
Describe event or problem: according to the medical records, the patient was referred for filter placement due to right leg dvt and contraindication to anticoagulation. During the implantation procedure, the filter was deployed from the left femoral vein into the infra-renal vena cava at the l3-l4 level. However, it was noted that the inferior aspect of the filter appeared to slightly protrude into the left common iliac vein. Records indicate that thirteen years and two months post implantation, the patient went to the hospital and was noted to have dvt and lymphedema of the left leg. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the reported events fourteen years and five months post implantation. The patient reports that the filter perforated the ivc. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient was referred for filter placement due to right leg dvt and contraindication to anticoagulation. During the implantation procedure, the filter was deployed from the left femoral vein into the infra-renal vena cava at the l3-l4 level. However, it was noted that the inferior aspect of the filter appeared to slightly protrude into the left common iliac vein. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, severe pain, recurrent blood clots, perforation of the trapease filter through the left common iliac vein, and recurrent deep vein thrombosis (dvt's). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Records indicate that thirteen years and two months post implantation, the patient went to the hospital and was noted to have dvt and lymphedema of the left leg. Per the patient profile form (ppf), the patient became aware of the reported events fourteen years and five months post implantation. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Pin and lymph edema do not represent device malfunction and may be related to underlying patient issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date in is the complaint awareness date. As reported through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, severe pain, recurrent blood clots, perforation of the trapease filter through the left common iliac vein, and recurrent deep vein thrombosis (dvt's). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The events reported of severe pain, recurrent blood clots, perforation of the trapease filter through the left common iliac vein, and recurrent deep vein thrombosis (dvt's) do not represent device malfunctions. According to the instructions for use (IFU), possible procedure complications include, but are not limited to the following: perforation of the vessel wall, intimal tear, and thrombus formation. Procedural and clinical factors may have influenced the events reported and may include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.   Please note that this is the initial/final report for this product file.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, severe pain, recurrent blood clots, perforation of the trapease filter through the left common iliac vein, and recurrent deep vein thrombosis (dvt's). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available.